Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the lead migrated cephalad. The rep reported that there was a patient fall as a factor that may have contributed to the issue. The rep reported that impedances were normal. A new x-ray was taken to confirm lead migration. The rep reprogrammed the system and the patient was to evaluate effectiveness. The rep reported that if it was not effective, the leads may be revised. No further complications were reported.